Event description:
It was reported that during an unknown procedure, the device did not fire properly. The first clip was bent in the jaws. It was removed and then the next clip would not fire. A second device was used to complete the procedure. No patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed six clips as intended and it ejected ten clips. Finally, it locked out as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.